Manufacturer narrative:
Not applicable.

Event description:
A patient received an inappropriate shock. Af with rvr contributed to the false detection. The response buttons were not pressed during the event. The patient went to the hospital for further evaluation and discontinued wearing the lifevest. No injury was reported from the treatment.